Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the problem started on (B)(6)21. They replaced the recharger and that got them back to charging to 100%. Steps taken to resolve the ins was replacing the recharger. The patient got their wife got them an appointment right after their out date. They got to go behind the jail boch to get one because they won't let them talk to their doctor at at because all they kept telling them is that the doctor doesn't want anything to do with them at all and know that¿s not true because that what the doctor told their wife that they needs them to get to the hospital so that they could find out just what has happened inside of them. They had been making them charge up with an instruction cord to charge their controller verse physically straight in to the wall. They keep having trouble with their implant since (B)(6) 2021 since they had been in jail. They would not let them call their doctor at all. The jail said they called him and they told them that the doctor say any like what the jail said that he said he wants them in richmond va right now so they can find out just what has happened to the patient on the inside because on (B)(6) 2021 at 5:20 am, one of the discs the doctor had fixed in their back had slipped and now they can't put any weight on their feet and legs. They can't walk at all. They haven't been able to walk since (B)(6), 2021. They have the patient getting around on their hands and knees with a walker going to bathroom, taking shower in a plastic chair. The patient knows they're in jail but still had no way to treat any one at all like this and telling them they can't see their doctor til they get out of jail, so mean. While they are still burning made wife and gave their wife their numbers to call mdt and give them to you guys and mdt sent them the recharger to them at the jail and they were thankful for that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had charged recently for 11 hours and could only get the ins to 50%. The controller charged to 100% without issue. The patient had noted the issue since july but it was unclear when the issue had started. The patient also indicated they were supposed to have surgery prior to being incarcerated to replace the ins but the caller did not know why that was supposed to occur. No symptoms were reported.